Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose (bg) level rose to 18.3 mmol/l (329.4 mg/dl) between 5 and 24 hours of wearing the pod. The patient reported during lunch they gave themself a bolus, but the bg levels went high. It was reported that the cannula did not insert into their skin, which resulted in leaking of insulin. The pod was removed from their leg, and a new pod was applied.